Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. During failure analysis, the returned part was installed into a pca system. The illuminator did not power on and the system displayed a non-recoverable error code 297. The issue was attributed to an issue with the electrical and fiber optic configuration. Review of the site's system logs confirmed the occurrence of an error fault 297 on the procedure date. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a non-recoverable error code 297. The intuitive surgical, inc. (Isi) technical support engineer (tse) indicated that the fault was caused by the illuminator. The tse helped the customer bypass the issue and was advised to use an external illuminator to complete the procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.